Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included local anaesthesia and obesity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month 3 days after insertion of essure, the patient experienced body tinea ("tinea corporis") and rash ("skin rashes"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("periods are miserable with severe cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("frequent urinary tract"), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), amenorrhoea ("amenorrhoea"), cervicitis ("cervicitis"), vaginal infection ("nonspecific vaginitis") with vaginal discharge and vulvovaginal pruritus, back pain ("back pain"), bacterial vaginosis ("bacterial vaginosis") and urinary tract disorder ("urinary system disorder"). The patient was treated with surgery (laparoscopy and bilateral robotic salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, urinary tract infection, genital haemorrhage, alopecia, weight increased, body tinea, fatigue, rash, abdominal pain, menorrhagia, dyspareunia, dysmenorrhoea, amenorrhoea, cervicitis, vaginal infection, back pain, bacterial vaginosis and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, amenorrhoea, back pain, bacterial vaginosis, body tinea, cervicitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: before essure plaintiff¿s menstrual periods were not as heavy nor did they last as long. The operative report noted evidence of an essure contraceptive device in the proximal portion of both the right and left fallopian tubes; there were no adhesions, endometriosis or myomas. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2011: occlusion of both fallopian tubes ultrasound pelvis - on (B)(6) 2016: unremarkable; on (B)(6) 2016: partially seen in the region of the uterine fundus as of (B)(6) 2012, plaintiff weight was reported to be (B)(6) pounds. By (B)(6) 2016, she was documented as weighing (B)(6) pounds, a gain of 48.8 pounds since her essure implant procedure. By (B)(6) 2016, she was documented as weighing (B)(6) pounds, a gain of 52 pounds since her essure implant procedure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: legal claim received; new events added: abnormal vaginal discharge, heavy bleeding, amenorrhoea, cervicitis, vaginitis, back pain, vaginal itching, bacterial vaginosis, urinary system disorder. On (B)(6) 2017, operative laparoscopy and bilateral robotic salpingectomy done. Plaintiff ´s symptoms resolved following the removal of the essure incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worsening pain') and genital haemorrhage ('heavy bleeding/worsening abnormal bleeding') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included local anaesthesia and obesity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced body tinea ("tinea corporis") and rash ("skin rashes"), 1 month 3 days after insertion of essure. On (B)(6) 2016, the patient experienced dysmenorrhoea ("periods are miserable with severe cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("frequent urinary tract"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), amenorrhoea ("amenorrhoea"), cervicitis ("cervicitis"), vaginal infection ("nonspecific vaginitis") with vaginal discharge and vulvovaginal pruritus, back pain ("back pain"), bacterial vaginosis ("bacterial vaginosis"), urinary tract disorder ("urinary system disorder"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("auto-immune symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy and bilateral robotic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, alopecia, weight increased, body tinea, fatigue, rash, abdominal pain, menorrhagia, dyspareunia, dysmenorrhoea, amenorrhoea, cervicitis, vaginal infection, back pain, bacterial vaginosis and urinary tract disorder had resolved and the hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, alopecia, amenorrhoea, autoimmune disorder, back pain, bacterial vaginosis, body tinea, cervicitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: before essure plaintiff¿s menstrual periods were not as heavy nor did they last as long. The operative report noted evidence of an essure contraceptive device in the proximal portion of both the right and left fallopian tubes; there were no adhesions, endometriosis or myomas. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.481 kgs. Hysterosalpingogram - on (B)(6) 2011: results: occlusion of both fallopian tubes. Ultrasound pelvis - on (B)(6) 2016: results: unremarkable; on (B)(6) 2016: results: partially seen in the region of the uterine fundus. As of (B)(6) 2012, plaintiff weight was reported to be 169 pounds. By (B)(6) 2016, she was documented as weighing 199.8 pounds, a gain of 48.8 pounds since her essure implant procedure. By (B)(6) 2016, she was documented as weighing 203 pounds, a gain of 52 pounds since her essure implant procedure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worsening pain') and genital haemorrhage ('heavy bleeding/worsening abnormal bleeding') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included local anaesthesia and obesity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced body tinea ("tinea corporis") and rash ("skin rashes"), 1 month 3 days after insertion of essure. On (B)(6) 2016, the patient experienced dysmenorrhoea ("periods are miserable with severe cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("frequent urinary tract"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), amenorrhoea ("amenorrhoea"), cervicitis ("cervicitis"), vaginal infection ("nonspecific vaginitis") with vaginal discharge and vulvovaginal pruritus, back pain ("back pain"), bacterial vaginosis ("bacterial vaginosis"), urinary tract disorder ("urinary sytem disorder"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("auto-immune symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy and bilateral robotic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, alopecia, weight increased, body tinea, fatigue, rash, abdominal pain, menorrhagia, dyspareunia, dysmenorrhoea, amenorrhoea, cervicitis, vaginal infection, back pain, bacterial vaginosis and urinary tract disorder had resolved and the hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, alopecia, amenorrhoea, autoimmune disorder, back pain, bacterial vaginosis, body tinea, cervicitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: before essure plaintiff¿s menstrual periods were not as heavy nor did they last as long. The operative report noted evidence of an essure contraceptive device in the proximal portion of both the right and left fallopian tubes; there were no adhesions, endometriosis or myomas. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.481 kgs. Hysterosalpingogram - on (B)(6) 2011: results: occlusion of both fallopian tubes. Ultrasound pelvis - on (B)(6) 2016: results: unremarkable; on (B)(6) 2016: results: partially seen in the region of the uterine fundus. As of (B)(6) 2012, plaintiff weight was reported to be 169 pounds. By (B)(6) 2016, she was documented as weighing 199.8 pounds, a gain of 48.8 pounds since her essure implant procedure. By (B)(6) 2016, she was documented as weighing 203 pounds, a gain of 52 pounds since her essure implant procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Reporter and essure indication added. Events hypersensitivity symptoms and auto-immune symptoms were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worsening pain') and genital haemorrhage ('hevay bleeding/worsening abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included local anaesthesia, obesity, pregnancy test urine, endometriosis and leiomyoma nos. Concomitant products included estradiol (estrogen), ketorolac tromethamine and progesterone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced body tinea ("tinea corporis") and rash ("skin rashes"), 1 month 3 days after insertion of essure. On (B)(6) 2016, the patient experienced dysmenorrhoea ("periods are miserable with severe cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("frequent urinary tract"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia"), dyspareunia ("dyspareunia"), amenorrhoea ("amenorrhoea"), cervicitis ("cervicitis"), vaginal infection ("nonspecific vaginitis") with vaginal discharge and vulvovaginal pruritus, back pain ("back pain"), bacterial vaginosis ("bacterial vaginosis"), urinary tract disorder ("urinary sytem disorder"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("auto-immune symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy and bilateral robotic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, alopecia, weight increased, body tinea, fatigue, rash, abdominal pain, heavy menstrual bleeding, dyspareunia, dysmenorrhoea, amenorrhoea, cervicitis, vaginal infection, back pain, bacterial vaginosis and urinary tract disorder had resolved and the hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, alopecia, amenorrhoea, autoimmune disorder, back pain, bacterial vaginosis, body tinea, cervicitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: before essure plaintiff¿s menstrual periods were not as heavy nor did they last as long. The operative report noted evidence of an essure contraceptive device in the proximal portion of both the right and left fallopian tubes; there were no adhesions, endometriosis or myomas. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.481 kgs. Hysterosalpingogram - on (B)(6) 2011: results: occlusion of both fallopian tubes. Ultrasound pelvis - on (B)(6) 2016: results: unremarkable; on (B)(6) 2016: results: partially seen in the region of the uterine fundus. As of (B)(6) 2012, plaintiff weight was reported to be 169 pounds. By (B)(6) 2016, she was documented as weighing 199.8 pounds, a gain of 48.8 pounds since her essure implant procedure. By (B)(6) 2016, she was documented as weighing 203 pounds, a gain of 52 pounds since her essure implant procedure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: medical record received : reporter information, medical history and concomitant medication were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.